Event description:
Covidien received information stating that an 840 ventilator had a loss of communication between the graphic user interface (gui) and the breath delivery unit (bdu). The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and confirmed error codes in the memory log relevant to the malfunction. The cse replaced the gui central processing unit (cpu) printed circuit board (pcb), backlight inverter pcbs and the gui to bdu cable. The cse performed extended self-testing on the device and all tests passed.